Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise and possible pacing failure on the atrial lead was observed on egm. The lead was explanted and replaced. A lead fracture was observed near the suture sleeve. Physician attributed the fracture to the lead itself and not the explant procedure. Lead fracture was possibly due to a suture sleeve issue. Patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned for analysis in 4 segments. The outer and inner coils appear fractured at 22.7 cm from the connector pin. This fracture is consistent with the observation from the field of noise, pacing failure, and lead fracture.